Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem after running the unit for a week, and performed the mechanical shock test. The unit was tested to factory specification. It functioned normally. Datascope has requested the power supply and the remote power switch to further investigate this event. Datascope will send a follow up report as soon as the investigation is completed.